Event description:
It was reported that a broken hematoma exposed the device and an infection was suspected. The implantable cardioverter defibrillator (ICD) system was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: a 407652 lead, implanted: (B)(6) 2014. (B)(4).